Manufacturer narrative:
Based on the information and statement by the physician, that senseix system did contribute to the adverse event since it was being used at the time of the event hansen medical is reporting this case.

Event description:
The physician had completed the bulk of the procedure, ablating the lipv, ripv, rspv, roof line, and mitral line. While the physician was touching up a few areas on the anterior wall of the la he noticed a pericardial effusion on ice. It was reported that the patient became hemodynamically unstable and a pericardiocentesis was performed to stabilize the patient. Patient was transferred to the ICU for monitoring, in stable condition.